Event description:
The patient reported experiencing a low blood glucose (bg) event during a flight on (B)(6) 2025, after wearing the pod on the abdomen for approximately 4-24 hours. The patient stated that her bg level dropped to approximately 100 mg/dl, after which she fell asleep and lost consciousness. When she regained consciousness, she was on the floor of the plane with nurses attending to her. The patient¿s husband administered her nasal glucagon at the time of the event. After landing, medics evaluated her and administered additional glucagon. No further details, regarding treatment were reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down/smartphone: lockdown omnipod 5 software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.